Event description:
The report received from the study indicated that approx 4 months post index procedure; the pt experienced in-stent restenosis of the target lesion. During the index procedure, the pt underwent percutaneous coronary intervention (pci) of a lesion in the proximal left anterior descending (lad). The target lesion was described as type b2, calcified, no thrombus, presenting 75% stenosis and timi 3 flow. The lesion was predilated to 7 atms then the 3.0x23mm bx sonic stent was implanted; deployment pressure was conducted to 11 atms. Post dilation was not conducted and timi 3 flow was maintained. Approx 4 months post stent implant, the pt had a positive stress test. Three days later, a 90% in-stent restenosis was identified in the proximal lad. Additionally, a new lesion, presenting 70% stenosis, was identified in the first diagonal. The latter was treated with a 3.0x33mm cypher stent.

Manufacturer narrative:
The product is not available for evaluation, as it remains implanted; additional information has been requested and will be submitted within 30 days upon receipt. This device is distributed outside the united states; however, it is similar to the coronary sds/stents distributed in the united states.